Event description:
Event description boston scientific received information that, during an implant procedure for this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD), the physician encountered difficulty implanting this lead due to difficult patient anatomy. It was reported that, once implanted, the lead sensing measurements via a pacing system analyzer (psa) were good (5-6 mv), but a pacing impedance measurement could not be obtained. It was noted that the ICD was connected to the lead and the pacing impedance was >3000 ohms. The device was explanted and an attempt was made to measure the impedance again via a psa. Despite the cables of the psa being changed three times, a measurement could not be obtained.